Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon wasn't able to fit the stapler down the trocar because the jaw head was curved abnormally thus preventing insertion into patient via ports. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n54c89. The analysis results found that one plee60a device was returned with the anvil bent upwards and with a gst60t reload present. The reload was received fully fired. The device was tested only dry fired in the straight position and achieved its complete firing sequence without any difficulties. However, it is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.